Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that during a refill on (B)(6) 2017, there was inadvertent needle placement to the catheter that resulted in damaging the catheter. The catheter was repaired on (B)(6) 2017.